Event description:
A complaint was received regarding a chemolock¿ port that experienced leakage. The report stated that the chemolock port luer lock end became separated from primary line spilling moderate amount of cytotoxic, hd1 material onto a staff member and floor. There was unknown patient involvement and unknown patient harm. The tubing that was collected is only the chemolock components. A hazardous chemotherapy agent was infused through the tubing. The drug was called cyclophosphamide and is a group 1 hazardous drug. A sample photo was provided showing the defective device.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. Investigation summary one photo was shared by the customer, where the chemolock port is observed inside a plastic bag, no damage, leak or anomalies are observed on the photos. One (1) used list# cl2100, chemolock¿ port connected to an unknown, extension with drip chamber, 2 chemo lock were returned for evaluation. As received no physical damage or anomalies were observed. No mating device was returned for evaluation (primary line). The returned sample was tested as per procedure and no leaks or anomalies were confirmed. The male luer were complied with iso design expectations. A DHR lot# review could not be conducted because no lot number(s) was/were identified. Without the return of the mating device, the reported complaint of leaks cannot be confirmed or replicated.